Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atypical flutter procedure, the patient had a cardiac tamponade requiring a pericardiocentesis. The non-abbott (decanav) mapping catheter was inserted in the coronary sinus and used as reference. The non-abbott (thermcool smarttouch sf) ablation catheter was inside the right atrium. The atrial flutter was induced with 330 cl and cs1-2 in first position. The flutter was mapped in the right atrium with the non-abbott ablation catheter. The non-abbott ablation catheter was then removed to perform transseptal puncture with a swartz introducer and a brk needle. The puncture was guided through fluoroscopy and a guide pressure curve. At the moment of transseptal puncture the pressure curve of the guide showed a high curve suggesting an aortic puncture. The patient became hypotensive, and an echocardiogram was performed. The echocardiogram confirmed the cardiac tamponade. A pericardiocentesis was performed and the patient stabilized. The procedure was stopped, and the patient went to observation. The physician alleges that the cardiac tamponade was due to the transseptal puncture and not related to the catheters.